Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the service facility was unable to reproduce the reported issue of the diamond software lagging. Additionally, the clinical setting could not be reproduced during evaluation. Manufacturing reviews were performed and there were no nonconformances or events found during the manufacture or testing of the device that could have contributed to this reported issue. The root cause is therefore inconclusive. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
It was reported by the sales rep, that the 3cg netbook EKG screen is having issues with the diamond software lagging. The users will get a max p wave during the procedure, but it will take up to 8 seconds for the EKG to highlight the max p wave. The issue is causing the users to get chest x-ray to verify placement because they do not trust the readings that they are seeing on the netbook. Most times, they are having to pull the PICC back according to what they are seeing with the chest x-ray. No patient harm reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned at this time.

Event description:
It was reported by the sales rep, that the 3cg netbook EKG screen is having issues with the diamond software lagging. The users will get a max p wave during the procedure, but it will take up to 8 seconds for the EKG to highlight the max p wave. The issue is causing the users to get chest x-ray to verify placement because they do not trust the readings that they are seeing on the netbook. Most times, they are having to pull the PICC back according to what they are seeing with the chest x-ray. No patient harm reported.